Event description:
Globus medical received notification of a civil complaint via a pt's attorney that a corpectomy spacer manufactured by globus medical was utilized with a cervical plate and pedicle screws. Info provided to globus medical indicates the pt originally underwent spinal surgery in 2007. The following month an x-ray was obtained and revealed that the spacer had collapsed. The pt underwent subsequent surgery in late 2007, the implant was explanted and a revision procedure was performed with a replacement globus medical spacer. The product was not returned to globus medical for evaluation and globus only became aware of this issue in 2008 via legal counsel.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the report. The product was not returned and the x-rays were not available for review by globus, however, the lot number was obtained and an extensive review of all applicable records for that lot number was conducted. On comprehensive review of the applicable material records, mfg records, storage records, and distribution records, it was revealed the products were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Based on record review and all available info, it is determined the product conforms to all applicable standards and there was no deviation in the manufacture process. There is no conclusion that can be drawn at this point and all records purport the spacer was of the highest quality.